Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reports damage to the teeth due to wearing the same aligners for so long (months) where there are lines going down and across the teeth. Patient waiting on new aligners to arrive. Current upper/lower aligners #15.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.